Manufacturer narrative:
The model of bed was identified. The severity of harm was updated.

Event description:
It was reported that the device was engaged into zoom drive by a staff member at the head of the bed, and another staff member at the foot of the bed was between the wall and the bed. It was reported that the person between the bed and the wall was injured. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
Several attempts were made to obtain more information regarding the alleged event and injury. However, the customer did not respond, and no additional information was gained. Based on the information provided, the alleged injury could not be directly tied to any defect or malfunction with the product. H3 other text: unable to determine specific device, not available for evaluation.

Event description:
It was reported that the device was engaged into zoom drive by a staff member at the head of the bed, and another staff member at the foot of the bed was between the wall and the bed. It was reported that the person between the bed and the wall was injured.

Event description:
It was reported that the device was engaged into zoom drive by a staff member at the head of the bed, and another staff member at the foot of the bed was between the wall and the bed. It was reported that the person between the bed and the wall was injured. Attempts are being made to gather additional details from the user facility.